Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on an unknown date. Subsequently, a right revision procedure was performed on (B)(6) 2010 due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.